Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was filled with cold insulin. Tandem's technical support educated the customer to fill the cartridge with room temperature insulin. The supplies were changed to address the event. Blood glucose was 169 mg/dl.